Event description:
Facility alleges when the brake is locked, the caster will not roll but still rotates around. There was no reported injury or incident.

Manufacturer narrative:
Stretcher located in bed shop. Allegation that when the brake is locked, the caster will not roll but still rotates around. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.